Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with mandrel. The balloon was loosely folded. There was contrast and blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. The wire lumen was flattened between the proximal and distal markerband. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure and resulted with water coming out from the tip. Further analysis involved reinserting the returned mandrel and revealed a perforation in the wire lumen. The perforation is consistent with a guidewire or mandrel puncturing the wire lumen when inserting. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 02may2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft hole.